Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 108mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during prime test at due to moisture damage inside the faulty sensor resistor. The device had cracked battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).